Event description:
On or around 07/29/1999, the account obtained a negative hcg testpack result for a fist morning urine sample. The home pregnancy test, performed with a first morning urine was positive and the serum quentitative assay was also positive. Quantitative results and method not provided. No further pt info provided. No report of injury.